Manufacturer narrative:
The pyramesh construct (assembly of two pyramesh with different outer diameters) is filled with bone graft type and surrounded by an undetermined white mass mainly at the junction of the 2 pyramesh. The tips of the pyramesh with the smallest diameter present some marks that are consistent with a cutter used to adjust the length of the pyramesh. No defect has been identified on the returned devices. With the available information, a contributing factor or cause for the reported event cannot be identified.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent a corpectomy vertebrectomy with resection of bone marrow for ependymoma relapse at l2-l3 using the vertebral replacement device. The device was implanted using an anterior approach. Another manufacturer's device was implanted posteriorly. Three months post-op, it was reported that there was mobilization of the device. The patient underwent a revision surgery to remove the device. Patient is doing well. No additional complications were reported.